Manufacturer narrative:
Retainer ring = black. Customer complained on (B)(6) 2021 insulin pump alarmed stuck button. The insulin pump passed self test and displacement test. Intermittent response from all buttons due to moisture damage to keypad traces. Device successfully downloaded to thus. No stuck button error alarms noted during testing. Verified insulin pump alarmed stuck button on (B)(6) 2021 10:01:19.000 in insulin pump downloaded history. Device passed the keypad voltage test. The connector on electrical board 1 was locked properly during visual inspection. Found moisture damage to motor assembly, electrical 1 board and electrical 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay and cracked case (battery tube). The p-cap/reservoir does lock properly. Confirmed intermittent response from all buttons due to moisture damage to keypad traces. No stuck button error alarms noted during testing. However, verified insulin pump alarmed stuck button on (B)(6) 2021 10:01:19.000 in insulin pump downloaded history.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. Customer stated that they did not press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. The device will be returned for analysis.